Event description:
The customer received blood glucose readings of 66 and 155mg/dl from two different boxes of breeze2 test strips. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The strips were not expected to be returned. Product was not replaced.